Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip with needle had a white deposit on the needle . There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Two photos were received for evaluation. The two photos show an epoxy dripover on the hub of the needle therefore failure mode is verified. An epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing/possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. A device history record review was completed. Assembly batch 87086594: a visual inspection was performed on (B)(4) parts with zero defects noted. Cleaning was performed 15 times per procedure. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip with needle had a white deposit on the needle . There was no report of exposure, serious injury or medical intervention.